Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: it was reported the seal on the plunger is degraded. To aid in the investigation, three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1056598. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 4 bd syringe 50ml ll tip 1ml 2 oz in 1/4 oz had a defective stopper and foreign matter in the device. The following information was provided by the initial reporter: " it was reported the seal on the plunger is degraded. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd syringe 50ml ll tip 1ml 2 oz in 1/4 oz had a defective stopper and foreign matter in the device. The following information was provided by the initial reporter: " it was reported the seal on the plunger is degraded. "